Event description:
The customer reported that the culture test came back positive two times during reprocessing involving an olympus colonovideoscope. There was no patient injury involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Initial reporter establishment name: ariake hospital, cancer research association public interest incorporated foundation